Event description:
The pt received the scs system on (B)(6) 2011. It has been reported the pt has been experiencing ineffective stimulation coverage since the system implant. The pt's coverage pattern is legs, hips and back. The pt reported she experiences stimulation in the stomach area when attempting to increase stimulation. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.